Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they about to receive emergency medical assistance due to low blood glucose on (B)(6) 2017. The customer was 600 mg/dl before the low incident as she missed checking her blood glucose at lunch. The customer took a bolus to treat for the high. The customer's blood glucose was 539 mg/dl and then dropped low during the call. The customer was wearing the insulin pump during the incident. Troubleshooting was completed for a no delivery alarm. The insulin pump will not be returned for analysis.